Event description:
During an in-clinic follow up, oversensing due to noise which then resulted in inappropriate automatic mode switching was noted on the right atrial (ra) lead. Diagnostic imaging was conducted but it was unremarkable. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.